Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was displaying inaccurate results compared to the same meter. The complaint was classified based on the customer care advocate (cca) documentation. During the week prior to contacting lfs, the patient reported obtaining readings of "230 and 198mg/dl" on her lfs meter before dinner. Based on statistical methodology the calculated difference of the results does not exceed the expected value of <=20% or <=20mg/dl. The patient reported using self adjusting insulin to manage her diabetes. The patient reported increasing her dose of medication due to the alleged issue. The patient reported at an unknown time after the alleged issue occurred she developed symptoms of "shaking and headaches." The patient denied receiving any medical intervention in response to the alleged issue. At the time of troubleshooting, the cca was able to determine the patient was using an approved sample site to obtain the samples and the subject meter was in the correct unit of measurement at the time of testing. However the cca was unable to assist the patient with a retest due to the patient not having any testing supplies available at the time of the call. Replacement products were sent to the patient. This complaint is being reported because due to the alleged issue, the patient developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.